Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: etrinsa competitor device implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient was experiencing discomfort and a device check exhibited noise on the right ventricular (rv) lead. The rv lead was replaced. No further patient complications have been reported as a result of this event.